Event description:
Implant failed due to osseointegration problem.

Manufacturer narrative:
The initial report did not have the correct event type documented, the correct event type is malfunction, is provided in this follow-up report.

Event description:
Implant failed due to dropped from implant driver. The initial report did not have the correct event type documented, the correct event type is malfunction, is provided in this follow-up report.